Event description:
It was reported that approximately one month after implant the patient presented with bacteremia. It was noted that twice in the past the patient had vegetation on aortic valve. The implantable pulse generator (ipg) and leads were explanted and a temporary pacing lead was implanted and the patient was started on intravenous (IV) antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).